Event description:
It was reported that the patient presented to the emergency room (ER) after experiencing shortness of breath, melena, dizziness, and falls for three days. The patient was admitted to the intensive care unit (ICU) with hemoglobin of 4.8 g/dl. On (B)(6) 2021 the patient had a supratherapeutic international normalized ration (inr) of 3.2. Inr was noted to be 7.2 upon admission. It was determined that the patient had an acute upper gastrointestinal bleed though small bowel enteroscopy showed no site of bleeding. It was recommended that the patient be started on a heparin drip and to continue monitoring hemoglobin levels. Intermittent low flow alarms were noted, likely secondary to volume depletion and elevated mean arterial pressure (map). The patient was transfused with three units of packed red blood cells (prbcs) with the appropriate response. Surgery was consulted and the patient was diagnosed with stercoral colitis. Acute surgical intervention was not recommended and instead an aggressive bowel regimen started with intravenous (IV) hydration. Hemoglobin continued to trend downward so additional blood transfusions were required. The alarms persisted after intervention. Right heart catheterization was performed to get complete heart indices. Results showed low filling pressures. An intravenous (IV) normal saline drip was started and increased fluid intake was encouraged. Additional information was received that the patient experienced low flow alarms which resolved with volume resuscitation and map optimization. A small capsule enteroscopy on (B)(6) 2021 showed oozing jejunal arteriovenous malformations. A push enteroscopy on (B)(6) 2021 showed no evidence of arteriovenous malformation or bleeding. Hemoglobin and hematocrit were noted to be stable and the patient was resumed on warfarin.

Manufacturer narrative:
No further information was provided. An additional report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms could not be confirmed as no log files were submitted for evaluation. Although a specific cause for these events could not be conclusively determined, the account stated that the low flows were due to the patient¿s hypertension and volume depletion. A direct correlation between heartmate (hm) 3 left ventricular assist system, serial number (B)(6), and the reported events could not conclusively be determined. The patient remained ongoing on hm3 lvas, serial number (B)(6), until (B)(6) 2022 when the patient ultimately expired (captured under MFR. Report # 2916596-2022-00674). The hm3 lvas IFU, rev. C, is currently available. Section 1, ¿introduction¿, lists potential adverse events, including bleeding and hypertension, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses all pump parameters. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition, such as hypertension, can result in low flow. Section 6, "patient care and management" (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 6, under ¿blood pressure management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. This section also lists hypovolemia as a potential late postimplant complication. Section 7, "alarms and troubleshooting", addresses all system alarm conditions as well as the appropriate actions associated with each condition. The hm3 patient handbook, rev. C, is also currently available. Section 5, ¿alarms and troubleshooting¿, provides information on all system alarms and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided in this document. The relevant sections of the device history records for mlp-028211 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19sep2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the low flow alarms and bleeding resolved on (B)(6) 2021.

Event description:
It was reported that the patient presented to the emergency room (ER) after experiencing shortness of breath, melena, dizziness, and falls for three days. The patient was admitted to the intensive care unit (ICU) with hemoglobin of 4.8 g/dl. On (B)(6) 2021 the patient had a supratherapeutic international normalized ration (inr) of 3.2. Inr was noted to be 7.2 upon admission. It was determined that the patient had an acute upper gastrointestinal bleed though small bowel enteroscopy showed no site of bleeding. It was recommended that the patient be started on a heparin drip and to continue monitoring hemoglobin levels. Intermittent low flow alarms were noted, likely secondary to volume depletion and elevated mean arterial pressure (map). The patient was transfused with three units of packed red blood cells (prbcs) with the appropriate response. Surgery was consulted and the patient was diagnosed with stercoral colitis. Acute surgical intervention was not recommended and instead an aggressive bowel regimen started with intravenous (IV) hydration. Hemoglobin continued to trend downward so additional blood transfusions were required. The alarms persisted after intervention. Right heart catheterization was performed to get complete heart indices. Results showed low filling pressures. An intravenous (IV) normal saline drip was started and increased fluid intake was encouraged. Additional information was received that the patient experienced low flow alarms which resolved with volume resuscitation and map optimization. A small capsule enteroscopy on (B)(6) 2021 showed oozing jejunal arteriovenous malformations. A push enteroscopy on (B)(6) 2021 showed no evidence of arteriovenous malformation or bleeding. Hemoglobin and hematocrit were noted to be stable and the patient was resumed on warfarin.

Manufacturer narrative:
No further information was provided. An additional report will be submitted once the manufacturer's investigation is completed.